Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used; however, that short port btt black inflation valve completely popped out of the device. Staff put the valve back in and completed the procedure with the second device. The hospital did not report any patient complications. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).